Event description:
Follow revealed that the patient is not moving forward or being considered for surgery, and therefore, the potential for serious injury is not present.

Event description:
It was reported that the patient's ipg became inoperable, due to lack of use as recommended. As a result, the patient may undergo surgical intervention at a later date.